Event description:
The reporter stated that the accu-chek comfort curve strip expiration date is 07/31/2008. The electronic inventory system expiration date for the stirps is 07/31/2005. Batch record verification also confirmed the expiration date as 07/31/2005. No actions taken or treatment given based on event. No adverse event reported. New strips sent and return requested.